Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event description.

Event description:
During an internal review of programming and diagnostic history, it was identified that a faulted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2015. The settings were not corrected on the same date. No patient adverse events were reported.

Event description:
It was found during internal review of programming history data that the patient's generator presented a duty cycle value of 25% on (B)(6) 2015. The device settings were not corrected. No patient adverse events were reported.